Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 09-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 8 cc/hr, procedure: unknown, cathplace: port. It was reported that the pump infused into a patient within 12-hours. Additional information was received on 20-mar-2018 that states, the pain pump ran at 8 cc/hour under room temperature the whole time since the select-a-flow (saf) dial was taken off and zip-tied by the nurse. The pump started infusing at 11:00 am (B)(6) 2018; however, at 10:30 am on (B)(6) 2018 the patient returned to the hospital and the pump was completely infused. It was reported that there was no adverse event or patient injury that occurred from this incident and the patient was currently in stable condition. No additional information was provided.

Manufacturer narrative:
The pump was received partially full. After opening the pinch clamp, infusion was observed at all selectable rates. The tubing was cut below the blue connector to drain the pump. A male and female luer were used with cyclohexanone to bond the tubing back together. A baxa repeater was used to refill the pump with 400ml of 0.9% saline. Flow accuracy testing was performed with the saf set to 8ml/hr. The pump was allowed to infuse for 37.5 hours and had a flow rate of 5.08ml/hr which was within specification with a +/-20% tolerance. The evaluation summary concludes that a fast flow was not observed. The pump yielded a slow flow due to an occlusion of the filter. Flow accuracy testing was performed with the saf set to 8ml/hr and the pump filled to nominal volume. The flow rate was below specification and this may be attributed to the loss of elasticity with the pump being filled more than once. Pressure pot on the saf flow rates were performed. The initial testing of the 14ml-hr rate was below specification and the filter had a noticeable yellow coloration. After removing the filter pressure pot testing was performed on the 2,4,8 and 14ml rates and all met specification with a +/- 20% tolerance. Manufacturing processes which could potentially contribute to a "fast flow" incident were reviewed. Process and quality controls were in place and no abnormal conditions were observed. Root cause could not be determined. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 06-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).